Event description:
A customer reported difficulty pressing the quick bolus/wake button on their pump, which required multiple presses to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer on how to press the button correctly and confirmed that the button did activate the pump display, but still required excessive force. Customer continued to use the pump for insulin delivery.